Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper did not work and had wires exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
The long bipolar grasper has been returned and evaluated by the failure analysis team. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken bipolar yaw pulley. Broken piece was missing as a result of breakage. Size of missing piece was approximately 0.143¿ x 0.024¿. This failure was most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.167¿ - 0.155" in length and were not aligned with the tube axis. This failure was most commonly caused by mishandling/misuse.